Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional procedure using a 6f sheath. Reportedly, after deployment, the lever was closed; however, the foot of the device did not retract completely. The device was removed with the foot still partially opened. No vessel or tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.